Event description:
Pt admitted 10/6/95 and had tissue expander implanted in left hip, secondary to burn contracture. Pt reamitted 11/29/95 for removal of deflated tissue expander and implantation of second tissue expander in left hip.